Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this 3000 21 mm valve was explanted due to aortic stenosis. Implant duration of the valve was approximately nine (9) years and five (5) months. The patient presented with chest pain, sob and syncope. During explantation, the struts of the valve were noted to be embedded within the aortic wall and had to debrided. A model 11500a 19mm valve was implanted with patch of the aorta. CABG x1 was also performed. The patient initially came off by became hypotensive and was placed back on bypass. He again came off but his blood pressure was tenuous and an iabp was placed to stabilize his hemodynamics. The patient had diffuse oozing and was reopened in the or. He had been given platelets; however, he continued to bleed and was given ffp and cryo and eventually, hemostasis was obtained. On pod #1, the patient was weaned from ventilatory support and was extubated. On pod #2, the iabp was removed. Later in the day, the patient had an episode of hypotension and bradycardia and was reintubated. On pod #3, another iabp was placed. On pod #6, the iabp was again removed. The patient remained in the hospital over the next couple of weeks and was eventually discharged to a snf on pod #23.

Manufacturer narrative:
Updated section h6 codes - type of investigation; investigation findings; investigation conclusions. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hld, cad, and dm.